Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Per customer, it is their policy not to provide patient demographics.

Event description:
It was reported that there was a leak at backflow check valve during cyclosporine infusion. It was noted that the tubing was hung on (B)(6) 2019 and the leak occurred towards the end of the 96-hour infusion time. The event did not cause any consequence or impact to the patient and the leak did not cause harm or injury to the healthcare provider. It was also reported that a new medication bag was obtained from the pharmacy, which was then administered. There was a small amount of administration time lost as it was intended to be a 24-hour continuous infusion with no interruptions. The event occurred at (B)(6).

Manufacturer narrative:
Additional information added; d.10. The customer's report of a leak at the backflow check valve was confirmed. Visual inspection of the check valve under magnification observed the leaking check valve weld to have a slight gap between the top and bottom check valve components as compared to its opposite side. Further handling observed the top and bottom check valve components to be able to be slightly separated. No other obvious damage or issue was observed. During pressure testing a leak occurred at the same location on the check valve at approximately 10psi. The cause of the leak was identified as a damaged check valve component. The root cause of the damage was not identified.

Event description:
It was reported that there was a leak at the back-flow check valve during a cyclosporine 160mg/250ml infusion. It was noted that the tubing was hung on (B)(6) 2019 and the leak occurred towards the end of the 96-hour infusion time. The event did not cause any consequence or impact to the patient and the leak did not cause harm or injury to the healthcare provider. It was also reported that a new medication bag was obtained from the pharmacy, which was then administered. There was a small amount of administration time lost as it was intended to be a 24-hour continuous infusion with no interruptions. The event occurred at the leukemia/bone marrow transplant department.